Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Sensor (B)(6) has been returned and investigated. Performed a visual inspection on the sensor patch; no issue was observed. The watermark was observed at the base of the sensor tail indicating sensor tail inserted properly. Data was extracted from the returned sensor using approved software. The sensor was found to be in sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was de-cased and poor soldering on battery was observed upon visual inspection of the printed circuit board assembly (pcba). A source measurement unit (smu) test was performed using the connector key to assess the functionality of the sensor¿s electronic components. Both the poise voltage and sensor thermistor measurements were within specification, confirming that the sensor electronics were operating as intended and capable of supporting accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. The poor solder observed with the battery does not impact the customer complaint; sensor did not terminate with battery related event codes. Additionally, sensor passed functionality testing indicating there were no issues with the battery; therefore, this issue is not confirmed. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (DHR's) for the product was reviewed and the DHR indicates the product meets per its specification prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received a high reading message 'hi' (reading > 500 mg/dl) with the adc device scan, andthe customer noted a vertical trend arrow which indicates rapidly rising/declining glucose levels (more than 2 mg/dl per minute). The customer experienced symptoms described as "very hot and sweaty," a seizure and was unable to provide self-treatment. The customer had contact with a non-healthcare professional (non-hcp/friend) who "gave nutrient 1.5 through tube. And gave continous feeds" as treatment. There was no report of death or permanent injury associated with this event.